Event description:
It was reported that during a routine device check elevated thresholds were noted on the patient's left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.